Event description:
A copy of voluntary user facility report # (B) (4) was received which stated under event description. "After trach was inserted, it was noticed to have been cracked". Product problem. (B) (4)

Event description:
The account is unable to obtain accurate patient results on the architect analyzer. Error code 1007 (unable to process test, activated read failure) was also detected. The issue resolved by replacing the reaction vessel cells with another lot (69007p100). No impact to patient management was reported.

Event description:
The facility representative reported a colleague infusion pump with 570:320:844:0000. This problem was identified during bio-med testing. There was no patient injury or medical intervention necessary. During repair service found the following: "channel c channel select button does not work". No additional information is available

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: architect reaction vessel lot 69523p100, device MFR. Date: (B)(6) 2008, expiration date: na the previous medwatch submission cited architect reaction vessel lots 69523p100 and 69686p100 as additional suspect medical devices. Upon further review, lot 69686p100 was incorrectly associated with this remedial action. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Suspect medical device: reaction vessel lot 69686p100, expiration date: na upon further review, another lot of suspect medical device was in use at the customer facility associated with remedial action reporting number 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/reporter contacted lifescan (lfs) customer service on behalf of the lay-user/patient on (B)(6), 2010 alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "147 and 262 mg/dl." The patient's diabetes is managed with self adjusting insulin per the lfs meter readings. On (B)(6), 2010 at 8 pm, the patient reportedly took 8 units of insulin based on the lfs meter readings. At 10 pm, the reporter claimed that the patient developed symptoms described as "sweating, shaking, and pale." The patient promptly administered treatment with food and/or drink. There was no other blood glucose devices used on the day of concern. According to the troubleshooting performed with customer service, the reported meter readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of hypoglycemia after he took insulin per the alleged inaccurate results obtained on the lfs meter.

Manufacturer narrative:
(B)(4). Suspect medical device, lot #: additional architect reaction vessel (rv) lot 69686p100 and 69523p100, expiration: na upon further review, it was determined another suspect rv lot, 69523p100 was in use at the customer facility. An investigation is in process.. A final report will be submitted when the investigation is complete.